Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the ER and was subsequently hospitalized. Customer could not recall the reason for hospitalization or if it was related to diabetes. Customer¿s bg level was 70-203 mg/dl at the time of the event. Multiple follow up attempts were made to obtain additional information; however, the customer did not respond.